Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons are not responsive , had to press harder and multiple times. Customer also feel line he was not got insulin and was program a bolus, but his blood glucose up to 300 mg/dl. No harm requiring medical intervention was reported. The device will not be returned for analysis.